Event description:
It was reported that x-ray confirmed that the atrial lead was dislodged. The lead exhibited high thresholds and decreased sensing. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.